Manufacturer narrative:
Alarm 20 was verified. Loss of cgm issues the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, it was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor cgm sensor readings. Customer reverted to an alternate method of insulin therapy. The customers blood glucose level was 94-123 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.